Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products is identified. Of the 2 devices, lot numbers were not provided. Of the 2 reported malfunctions, devices were returned for evaluation. For one malfunction, the evaluation identified for fracture. For another malfunction, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 7707540j implantable port allegedly experienced fracture. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. The age, weight and gender were not provided for both patients.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2. H10: of the 2 devices, lot numbers were not provided. Of the 2 reported malfunctions, devices were returned for evaluation. For one malfunction, the investigation is confirmed for catheter break and deformation. For another malfunction, the investigation is confirmed for catheter break, material discoloration, deformation, material separation and difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 7707540j implantable port allegedly experienced fracture. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. The age, weight and gender were not provided for both patients.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 7707540j implantable port allegedly experienced fracture. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. The age, weight and gender were not provided for both patients.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products. Of the 2 devices, lot numbers were not provided. Of the 2 reported malfunctions, devices were returned for evaluation. For one malfunction, the investigation is identified for catheter break and deformation. For another malfunction, the investigation is confirmed for catheter break and kink . Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.